Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: australia.

Event description:
It was reported that during surgery the dermatome reported to cut deep, indexing bar sitting high app 0.006". It was unknown if the graft taken was damaged /usable or if an additional graft was taken to complete surgery. There was no indication of medical/surgical intervention or surgical delay. Due diligence is complete, there is no additional information available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device cut too deep; the calibration was out at all readings. The bearings were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.